Event description:
The product was used during a vertical banded gastroplasty procedure. Reportedly, the instrument was difficult to open and the staples were missing. The surgeon manually sutured to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
10/5/1998- supplement #1 sent to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation. The device was sent directly to our repair facility by the user precluding an evaluation.